Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, the implant became blocked in the company b cartridge and the implant was damaged or scratched. There was no impact to the patient. Additional information was received by stating, there was no patient contact. The surgery was completed on same day by using another lens.